Event description:
Same case as 2134265-2008-04490 2134265-2008-04491 and 2134265-2008-04493. It was reported that post a coronary drug eluting stenting treatment procedure, a death occurred. The physician implanted two taxus liberte' drug eluting stents, sizes 4.0x20mm and 4.0x32mm, to the 90% stenosed lesion located in the mildly calcified, saphenous vein graft (svg) to obtuse marginal (om) artery. An ez filterwire was used during this procedure. During the procedure, there was embolization of some debris which caused no reflow in the treated vessel and the pt suffered a myocardial infarction (mi). A non bsc aspiration catheter was used for treatment. The stents were post dilated with a 4.0x15mm quantum maverick balloon. The stents were well positioned and well apposed. Aspirin, reopro and plavix were administered during this procedure. The pt was stable post procedure. Following the procedure, the pt developed shortness of breath and a chest x-ray revealed bilateral pulmonary infiltrates. The pt also developed hemoptysis and pulmonary hemorrhage was diagnosed. The pt continued to deteriorate despite treatment and required mechanical ventilation. The pt received a platelet transfusion to try to reverse the effects of reopro and mechanical ventilation. The pt died six days post implantation from "pulmonary hemorrhage likely secondary to reopro."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.